Event description:
On 1/25 we were alerted that our 24g IV (intravenous) catheters were shredding at the end on insertion and we pulled all of lot# 3249702. We have had more shredding and this time from lot# 3066132. Reference report: mw5153074.